Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin pump error. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the insulin pump. The insulin pump passed displacement test. The insulin pump kept alarmed insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests or verify pump error 130 due to pump error 38.